Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided by the site for review. A review of the instrument log for the cadiere forceps instrument (471049-08/n11200817-0125) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the cadiere forceps instrument fell inside the patient. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
The following was reported via a user facility medwatch, report (B)(4): "during robot assisted right upper lobe lobectomy, the cadiere forcep tip broke off inside the patient. The instrument was removed and another forcep was used to retrieve the broken piece." It was noted that the instrument was available to be returned for evaluation. There was no report of patient injury related to the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.